Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, on the second firing, the firing stopped halfway. The knife blade also stopped moving forward. They did not check what the display showed at the time of the event. A new reload was opened and fired on the same tissue without problems. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.